Event description:
It was reported the system had a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ma and kv were calibrated during the service call. The system was tested and found to be working as intended and put back into service.